Manufacturer narrative:
This report is based solely on device analysis. Evaluation summary: prm122485h transformer - shorting, low resistance preliminary analysis found the device had a low impedance path. Final analysis determined the loss of function was caused by a current drain within the transformer, resulting in total battery depletion. Bench testing showed that all other hybrid circuits functioned normally.

Event description:
At implant attempt, the device detected but no therapy was delivered when the patient was induced. Episode text said therapy was manually aborted. When the device was interrogated, the bv was 2.00v with eol (end-of-life) warning. It was then noticed that the device stopped pacing. Returned strips indicate the patient alert triggered for eol and charge circuit timeout occurred. The device was returned and tested out of specification during manufacturer's analysis.